Event description:
It was reported that during a lobectomy procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.